Event description:
It was reported that the pump touch screen was partially blocked and would not display. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.